Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the cause of the return of pain was unknown but that the issue has since resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient had taken a couple falls while camping and since then she's had a return of her target pain. The patient also mentioned that her fingers are colder and they start to "lock up". The patient says the spinal cord stimulator (scs) with these issues, but now it's not helping her. The patient has tried increasing the amplitude to her comfort threshold, but it did not help. The patient was advised to call their healthcare provider (hcp) to page a manufacturing representative (rep). No further complications were reported. No additional patient symptoms were reported.